Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that two days ago the patient was in a car accident and now tingling is in private area and very uncomfortable. Pt currently has turned off. Pt was hit in a car accident and now stimulation has moved. Troubleshooting was unable to be performed as pt has device off and no troubleshooting was requested as device needs to be checked due to wrong area of stim and being painful. The patient was redirected to their healthcare provider to further address the issue. 2 days ago lady ran in to him stim seems to have moved because tingling is now in private area and killing patient. Pt turned off because in private area and its moved.